Manufacturer narrative:
(B)(4).

Event description:
A 21 mm trifecta valve was implanted on (B)(6) 2013. The valve was explanted and replaced with a magna ease valve on (B)(6) 2016 due to valve insufficiency caused by a reported cuspal tear.

Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter. Thrombus was observed on the outflow surface of leaflet 1. Leaflet 2 contained a thin layer of fibrin. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, thrombus, or tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.